Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 one infusion set fell off during use and infusion set is used for less than 48 hrs. No further information available.